Event description:
This complaint originated from a journal article: a stent fracture was noted on cag two days after cypher sirolimus-eluting coronary stent implantation in the distal rca.

Manufacturer narrative:
The male pt with a history of hypertension, diabetes and 20 pack years smoking underwent the implantation of two cypher stents to the proximal to mid right coronary after (rca). Approximately 2 days later, the pt returned for the second part of a staged procedure, at which time a stent fracture was noted in the 2.75 x 33mm stent located in the distal rca. It is unknown if additional treatment was required. Indication for the initial evaluation was effort induced angina with ischemia noted on baseline ECG. Triple vessel disease was noted on angiogram. The rca showed total occlusion with collaterals from the left anterior descending artery (lad). The target lesion was pre-dilated and a 2.75 x 33mm cypher stent was implanted followed by a 3.0 x 33mm cypher stent in overlapping fashion at 10-14 atms. Adjuvant balloon was not used. The author notes that vessel characteristics such as rigidity, tortuosity, vessel curvature and calcification along with procedural factors, such as stent overlap and stent length have been associated with stent fractures in previous reports. In this case, they note that a long stent (33mm) was used but do not provide details regarding additional vessel characteristics. Conclusion: based on the limited information, it is not possible to determine what factors might have contributed to this stent fracture. The product remains implanted in the pt, thus not available for eval. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.